Event description:
The council button on the 6420 and 6422 bedside station sticks, causing the call button to become inactive. What happens is that the post, that are melted to hold the push button switch to the p.c. Bd. Broke. This causes the switch to rock to one side and the button binds.